Manufacturer narrative:
Corrected data: b5, b6, b7, d10, g3 (initial aware date corrected to 04/16/2024), h6 (clinical and impact code).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed battery maintenance, even after changing the batteries, including working on battery and charging normally. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information: event postal code: (B)(6). The customer has not requested getinge to evaluate the iabp. The customer closed the call claiming that the unit no longer presents the error, and the unit is working normally and informed that if the unit presents the error again, service will be requested from getinge. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not repaired by getinge.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed battery maintenance, even after changing the batteries, including working on battery and charging normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a